Event description:
It was reported that a small volume intermate had cracked plastic around its fill port. The device was filled with 0.9% sodium chloride. Patient connection at the time that this was noticed is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the lot was manufactured from march 10, 2013 to march 11, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed a circular crack located on the white coil cap. The cause of the condition was not determined. A CAPA has been opened for this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.